Event description:
ECMO tubing ruptured in raceway. ECMO suspended, ruptured tubing cut out and replaced. ECMO restarted. Tygon tubing not a part of the smart perfusion pack sent by (B)(4) use on ECMO machine - weaker tubing burst. No further issues once tygon tubing provided.